Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient reported no visual acuity after surgery. Hence the lens was explanted and replaced with another unspecified multi focal lens in a secondary procedure. Additional information has been requested and received stating that the patient visual acuity has been recovered. There are two medical device reports associated with this patient. This report is associated with the right eye.